Event description:
The hcp reported that pt does not have any alarms sounding, but the new care giver wanted to know what the alarms sound like, so an alarm test was conducted. The alarm test revealed that they could not hear the alarm. The pt was not experiencing any symptoms.